Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. (B)(6). UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the oscillating saw attachment device did not function, had component damage, had cosmetic damage - was worn, the bearing was corroded, the seal was worn and the device would not move - frozen. It was further determined that the device failed pretest for check oscillation frequency, check function in running mode and general condition. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.